Manufacturer narrative:
(B)(4). Event evaluation - a review of complaint history, quality control, trends, and a visual inspection and functional test of the returned device were conducted during the investigation. One sheath was returned in a used condition. Upon functional testing of the complaint device, leak testing of the device showed that the valve leaked after applying a lot of pressure to the syringe. Additionally, there was leakage from the location where the fitting and sheath are glued together. There did not appear to be glue present to hold the fitting to the check-flo valve; the fitting was able to be screwed without "cracking" the glue first. The health risk to the patient has been assess for valve leakage with rycfw introducers and concluded that its occurrence is unlikely to lead to a serious adverse health consequence to the patient. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
The product leaks at the check flo valve when flushing prior to and during the procedure. No consequences to the patient were reported.